Event description:
Procedure: gastric bypass. According to the reporter: the staples did not form. There was bleeding from all staple lines. Blood loss was reported as 50cc. Surgery time extension was reported as within 30 minutes. The problem was corrected with another application, in another direction and additional tissue resection.

Manufacturer narrative:
(B) (4). (B) (4).